Manufacturer narrative:
The customer's meter (uu14316232) was returned for investigation. The returned meter was tested with retention test strips and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl results: level 1 ¿ 39, 40, 40 mg/dl. Level 2 ¿ 273, 274, 278 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with two accuchek inform ii meters (serial number (B)(4) and an unknown serial number). The patient was tested using meter serial number (B)(4) and the glucose result was approximately 500 mg/dl. At an unknown time on the same day, the patient was tested using the same meter, resulting in a "high" value. A second meter with an unknown serial number was then used to test the patient at an unknown time on the same day and the glucose result was approximately 200 mg/dl. A sample from the patient was also tested on a cobas 6000 c (501) module at an unknown time on the same day and the glucose result was approximately 200 mg/dl.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter phone number was provided as "(B)(6)''.